Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 743 mg/dl and diabetic ketoacidosis. Cause of bg level was not known. Customer performed a supply change to address the issue. Reportedly, customer's family member called emt (emergency medical technician); no emt intervention was specified. Customer was admitted to the hospital with high ketones and was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Customer declined to provide discharge date.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.